Manufacturer narrative:
Occupation is lay user/patient. The reporter's meter and test strips (lot: 397398-21) were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Strip lot 397393-23 was used for the first comparison. This strip lot was not returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 3:00 p.m. The meter result (strip lot: 39739323, expiration: 31-oct-2020) was 1.7 inr and the laboratory result was 1.0 inr. On (B)(6) 2019 at 12:00 p.m. The laboratory result was 1.7inr and at 1:00 p.m. The meter result (strip lot: 39739821, expiration: 31-oct-2020) was 2.4inr. On (B)(6) 2019 at 8:00 a.m. The laboratory result was 2.0 inr and at 9:00 a.m. The meter result (strip lot: 39739821, expiration: 31-oct-2020) was 2.7 inr. The patients coumadin dose was not adjusted based on the meter results. The patients therapeutic range is 1.5-2.0 inr and tests every 2 weeks. The patient is currently not feeling well due to just being diagnosed with pots syndrome.